Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a blue screen and showed the error object reference. A field service engineer assisted the customer to turned off the station for 5 minutes and reboot the station to resolve the issue. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es blue screen popped up and an error object reference was received. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.